Event description:
It was reported that during the implant attempt, the leads could not be positioned in the target vessel, and would not stay. The leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found: full lead was returned for analysis. Blood was noted on all conductors. (B) (4) no anomalies were found; full lead was returned for analysis.